Event description:
It was reported that there was a slight increase in pacing impedance on the right ventricular (rv) lead. Noise was also noted on electrogram which was reproducible with manipulation of the header in the pocket. The device had a loose set screw and a revision was performed. Both the rv lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, (B)(6) 2014; 4193 lead, (B)(6) 2003. (B)(4).